Event description:
It was reported 5 bd pegasus yel 24ga x 0.75in prn had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "there was blood leakage happened at the back end of the septum after withdrawing the needle"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 5 bd pegasus yel 24ga x 0.75in prn had leakage issues. The following information was provided by the initial reporter, translated from chinese: "there was blood leakage happened at the back end of the septum after withdrawing the needle".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2022-01-04. H6: investigation summary: a device history review was conducted for lot number 1139499. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Four samples were returned to our facility to aid in testing and evaluation. Our engineers noted that three of the units were returned in unopened packages and the fourth was opened and appeared to be used. The returned samples were free of any observable abnormalities or deformations that could have resulted in the reported leakage. Additionally, functional testing was performed on returned units samples for this lot, the results of these show that the returned units performed within product specifications under expected conditions based on the instructions for use. Unfortunately without the ability to observe the reported no-conformance our quality engineers were unable to determine the root cause for this complaint.